Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a discrepancy between her cgm and bg meter readings. While the cgm displayed a "high" glucose alert, her bg meter indicated a low reading of 50 mg/dl. The patient reported feeling faint and self-treated the hypoglycemia by consuming coca-cola. Following this, her daughter contacted emergency medical services (ems), and the patient was transported to the hospital. Upon arrival, the patient¿s bg had spiked to approximately 400 mg/dl, which she attributed to the intake of coca-cola prior to ems arrival. Hospital staff administered insulin and food as part of her treatment, though the patient was unable to recall the exact insulin dosage provided. The cgm wearable was removed during her hospital stay, and the patient could not recall the cgm reading at the time of removal or the bg level following treatment. After stabilization of her blood glucose levels, the patient was discharged from the hospital later that same day. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.